Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID: 97755, serial/lot #: (B)(6), UDI#: (B)(4), medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an external device. The reason for call was the controller was giving an m03 error and it would not charge the implanted neurostimulator. The issue started a couple of months ago. Patient kept rebooting the controller and starting it. Patient would get it up to about 30% and then it would go out. But patient's pain had increased so much. Patient did not know what m03 meant. Reviewed. Patient also mentioned one time it felt like something was shocking patient inside. Patient took it off and thought maybe this was doing something inside that it shouldn't be. Patient said it was probably around november but it was not really a shock, it was just hot, like hitting a nerve or something. After that it seemed like the paddle got a little hot. A request was sent to repair to replace the recharger.